Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and was not feeling well. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.